Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our clinical/medical team concluded: no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. Our investigation did not determine a specific cause of the failure. Without the actual device involved, our investigation cannot proceed. No additional actions are being taken at this time. We consider this investigation closed. If additional information is received in the future, this complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to failure of patella component. The patella component was replaced to new one.